Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The device was returned to the manufacturer's service center, and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. This device is being scrapped, no repairs were done.